Manufacturer narrative:
The insulin pump was received unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to down button not responding; the problem was isolated to the keypad assembly. No unlocked j1 printed circuit board assembly keypad connector during our visual inspection. The insulin pump had scratched case, pillowing keypad overlay, cracked select button keypad overlay and serial number label fading.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the buttons were not working properly. The customer reported that the down arrow button became totally unresponsive. The customer's blood glucose was 121 mg/dl at the time of incident. The insulin pump will be returned for analysis.